Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that during a transtelephonic monitoring session the battery status was elective replacement time (ert). The patient was seen in the clinic and the battery status was found to be good and the magnet rate was at 90 bpm. Some oversensing was also observed on the non boston scientific lead. To date, there have been no additional adverse patient effects reported.